Event description:
The us complainant was placing a cp for the support of the patient transferred from community to tertiary center for care of the st-elevation myocardial infarction. The 1st cp failed to be recognized by the console. The pump was swapped out and 2nd pump was detected and support initiated. There patient was reported as stable and no harm was reported.

Manufacturer narrative:
The impella pump was not returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed.